Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or title of external person providing answers to follow-up: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Additional information was requested, and the following was obtained via: according to feedback of the sales rep on 28-jan-2026 via phone, product code should be vcp213h , lot number uamhlb , quantity to be returned should be 49 . The other product code vcp213h , lot number should be tlmpcu , quantity to be returned should be 12 .

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. There will return 61 representative samples for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Forty-nine unopened samples were received for analysis. Product code vcp213h. Additionally, three photos were provided; on two photos showed several foil packets inside a plastic bag and one photo showed on box that pertain to product code vcp213h, lot uamhlb. Upon initial inspection of the samples, no external damage was evident on the exterior packaging. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues and examined, although the diameter of the suture in the tipping area was noted with significant difference in suture¿s diameter and coloration. The flex test on the sutures was performed, and thirty-seven samples did not meet the requirements due to improper tipping, as the suture was breaking away from the swage area. Twelve sutures were observed to be conforming as per flex specification. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.